Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the reason that the brakes could not remain engaged was that the customer had installed the incorrect brake cams on the unit. The issue was resolved for the customer by the stryker technician installing the correct brake cams on the unit and confirming that the brakes were now working to specification.

Manufacturer narrative:
Customer performed repair.

Event description:
It was reported via repair work order that the brakes would not remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes would not remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.